Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to fluctuating sound quality and reduced speech understanding. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 31, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18,2023.